Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, during the patient follow-up the patient implant site had turned red and itchy and was identified infection. There were no additional adverse patient effects reported. This rv lead was explanted.